Event description:
Treatment of a large fusiform aneurysm measuring 16mm x 6mm located in the cavernous segment of the right ica (internal carotid artery). During the pipeline deployment, it was reported that the pipeline's proximal segment could not be opened despite multiple manipulations. The pipeline was left in the patient and another pipeline was implanted without issues. Dual anti-platelet therapy was given. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).